Manufacturer narrative:
The reported observation of ineffective therapy was not confirmed during electrical analysis. The root cause of the observation was not ascertained. A visual microscopic inspection of the 3189 percutaneous lead found it was intact with no obvious damage. An inspection of the terminal end found proper setscrew engagement markings on the setscrew band. End to end continuity resistance measurements were taken between the stimulation end and corresponding terminal end. The resistance measurements were in the range of less than 4.9 ohms on all electrodes which is within the expected range. Isolation resistance measurements measured greater than 20 mega-ohms which is within the expected range.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6) batch: t00005501.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.